Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the network configurations were reported. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not fully boot. No pt injury was reported.